Event description:
Foley catheter inserted on 11/23/95. Twenty four hours later, pt noted to be pulling at catheter and small amount of blood noted at urethral meatus. After unsuccessful attempts to extract the water from the balloon the catheter was cut across and the balloon failed to deflate. The catheter is trapped in the urethra and the nursing staff is unable to remove it. Gentle traction on the balloon failed to cause the balloon to deflate and multiple attempts to palpate the balloon for puncture with a spinal needle were unsuccessful. Next, a 0.025 and 0.035 guide wire were passed through the inflation channel all the way up to the level of the balloon. Attempts to puncture the balloon in this fashion were unsuccessful. After approx forty minutes of attempting to dislodge catheter without success, md decided to leave the cut catheter in place overnight in hopes that the water will drip out of the balloon and that it will dislodge spontaneously. If it does not dislodge, the pt will be taken to the operating room under intravenous sedation and attempts will be made to palpate the balloon for puncture with either a transrectal, transperineal or suprapubic approach. Following that a cystoscopy can be carried out to evaluate pt's bladder outlet and prostate and bladder at the same time.